Event description:
A customer reported a malfunction with the pump, which led to their blood glucose level reaching 410 mg/dl. To address the high blood glucose, the customer administered a correction injection using multiple daily injections and did not require third-party assistance due to incapacitation. The pump's screen would not turn on, and despite attempting various troubleshooting steps, the issue persisted. Consequently, a replacement pump was sent to the customer. The technical support team ensured that the customer understood the steps for using and setting up the replacement pump, and arrangements were made for the return of the malfunctioning pump.